Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6)2015. The lens was explanted on (B)(6)2015 due to excessive vaulting. The lens was not exchanged for another lens.

Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s.(B)(4).